Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Customer reported a patient was hospitalized post myocardial infraction. A zoll quattro catheter was inserted approximately at 2:10 am. At approximately 3:50 am, the saline bag was found to be empty. The customer replaced the saline bag, blood was noted in the saline bag. The treatment was suspended as a balloon leak was suspected. According to the customer, there was no patient consequences related to this event.

Manufacturer narrative:
The customer reported complaint for a catheter leak was confirmed during functional testing. The reported issue resulted from a balloon leak. A possible cause was due to a latent deformity in the balloon area may have caused eventual leak under pressure, or the balloon might have been subjected to stress during insertion. A visual inspection of the returned catheter was performed. The catheter was received with accumulated blood on the balloons, shaft, lured tubing's and infusion ports. The balloons were examined and there were no tears, balloon bond detachment or rupture. All lumens flushed as intended. During functional testing, the returned catheter was connected to a pressurized inflation device and pressure was increased up to 100psi. Immediately upon pressurization, a balloon leak was noted on the proximal end of the medial 1 balloon. The balloons deflated without difficulties. No abnormalities with the catheter were seen which may have contributed to the symptoms for the balloon leak. During manufacturing, all (B)(4) catheters are 100% inspected for leaks by subjecting them to pressure testing. All catheters go through a thorough 100% inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This includes destructive testing to verify burst strength prior to lot release.